Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the actual device was not received for evaluation. We did received performance data collected from the device and have analyzed the data. Sensing - oversensing: there were fifteen ventricular non-sustained tachycardia (nst) <(><<)>=210 ms between (B)(6) 2012. Lead integrity alert triggered: there were five patient alerts for lead failure predictor between (B)(6) 2012. Interference/noise: ventricular short interval count ventricular-short interval count (v-sic) = 1016 counts in 21.98 days, between (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity warning triggered for non-sustained ventricular tachycardia (nsvt) episodes, short interval counts (sic) as well as artifacts which were visible in the nsvt episodes. It is unknown whether there was medical intervention associated with this event. The rv lead remains in use. No patient complications have been reported as a result of this event.